Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user called in stating her dexcom g6 cgm was not connecting to her ilet during a hyperglycemic episode with a high of 349 mg/dl blood glucose (bg). The ilet alerted her to enter bg. The agent assisted with reconnecting the sensor to the ilet. At another point during the event, the bg measured 228 and 218 mg/dl as it was decreasing. The patient went through 4 sensors and decided to do a factory reset on her ilet before ending the call. During this event, the patient experienced excessive thirst and frequent urination. There was no medical intervention required, and the patient was out of range for greater than 90 minutes.